Manufacturer narrative:
The technician found the casters had a wax build up on the rubber causing the caster to slide when the brake was engaged. The technician replaced the brake and brake/steer casters and cleaned the swivel casters to repair the bed.

Event description:
Info received indicates while performing preventive maintenance on the bed, the technician found the brake casters were sliding on the floor when the brake was engaged.